Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the low 500s mg/dl. The customer could not lower the bg despite delivering multiple doses of insulin. The customer felt sick and paramedics were called. The customer was taken to the hospital with a bg of 210 mg/dl. The customer was treated with intravenous insulin and fluids. The customer did not know the cause of the high bg; however, reported that symptoms of a small cold may be contributing to the high bg. The pump and supplies were reported to be in good working condition. As of (B)(6) 2017, the customer's bg was still elevated; but was stabilizing. The customer's discharge date was not provided. Although multiple requests were made for additional information, the customer did not reply.